Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 254 mg/dl after the device went offline due to a cgm pairing issue. The user managed the event with a manual insulin injection and later reconnected the sensor to the ilet. No outside medical intervention was required.